Event description:
Had cartiva implant on (B)(6) 2019 for big toe arthritis (hallux rigidus). In addition to the pain in my toe, I now have pain on the ball of my foot. Visited orthopedic surgeon, yesterday (B)(6) 2019 (6 months f/u). Dr did an x-ray on big toe and occluded that the cartiva implant failed. FDA safety report ID# (B)(4).